Event description:
It was reported that balloon rupture occurred. The target lesion was 95 -100% stenosed, moderately tortuous and severely calcified. A 2mm x 40mm x 144cm coyote es was used in the distal tibial artery, a 4mm x 40mm x 145cm coyote es was used in the tibioperoneal artery and a 2.5x60x150 sterling was used in the mid tibial artery. During the first inflation at 10 - 12 atmospheres for less than 20 seconds, the balloon ruptured. The balloon was removed over the wire through the sheath, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.